Event description:
During index procedure, 1 resolute integrity rx drug-eluting stent was intended to treat a de novo, class c lesion in the proximal lad with less than 45 degrees tortuosity and severe calcification. Pre-dilatation of the lesion was performed. It was reported that the stent was implanted at the target lesion site but failed to expand to desired diameter. The stent was post-dilated.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (incomplete stent apposition). Lesion morphology (severe calcification). Evaluation, conclusion: lesion morphology (severe calcification).